Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. No status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2011 and that it had performed to specification up to (B)(6) 2012. Between the 24th july 2012 and the 26th april 2015, the device records multiple manual power ups of ten minutes of duration. Investigation found the fault can be attributed to membrane failure, resulting in the depletion of n installed pad-pak and the reported fault of no status indicator. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.